Event description:
Foley catheter inserted, balloon inflated, eventually slid out due to balloon not remaining inflated. Inserted second foley catheter, balloon inflated, this catheter eventually backed out as well, balloon not inflated. Third catheter placed balloon inflated, successful, not backing out. The failed catheters were tested and showed defective balloons with obvious leaks.